Event description:
It was reported that review of the report for this implantable cardioverter defibrillator (ICD) patient found that the right atrial (ra) lead pacing impedances were high out of range. The device was programmed to provide therapy in the ventricle only, and the information was not being used to make decisions. The system remains in-service. No adverse patient effects were reported.